Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. After the procedure overnight, the suture broke that was used to suture the drain in the chest. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.